Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0y3fd, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that they had experienced a loss or change of therapy: when the patient increased or decreased the amplitude they would momentarily feel a stimulation sensation but then it would go away within a minute. The patient was unsure if they were getting therapeutic effects yet because they were just implanted two days prior and they had not been eating or drinking much since the surgery. The patient also reported they felt a ¿jolt¿ (the patient confirmed they were using the term jolt to describe stimulation sensation) when they pressed the sync button. It was confirmed that the stimulation was turned on, and that when the patient felt stimulation it was in the correct area. The patient also indicated that they were having pain from the implant surgery at the pocket site. In follow-up additional information was received from the patient which indicated that they were ¿instructed to turn the device lower and this proved to work¿ to resolve the reported symptoms. The patient¿s indications for use of the stimulation system were gastrointestinal/ pelvic floor <(>&<)> urinary dysfunction/ sacral nerve stimulation.